Event description:
It was reported that during cleaning, the device leaked a black substance. There was no pt involvement and no allegation of adverse consequences associated with the event.

Manufacturer narrative:
The device was returned to the MFR for eval. A sample of the black substance was taken for testing. The testing is ongoing. A f/u report will be filed when the investigation is complete.